Event description:
Reportable based on device analysis completed on 03-dec-2018. A renegade stc 18 was selected for an embolization procedure in the severely tortuous and moderately calcified internal iliac artery. However, the device was unable to be advanced to the lesion. The procedure was completed with a different device. There were no patient complications. However, device analysis found the shaft was separated. Device eval by manufacturer: returned product consisted of a renegade stc-18 micro-catheter. The hub, shaft and tip were microscopically examined. Under microscopic evaluation it was noticed that the device looked to be cut/detached/separated at the tip area. The device was measured and there was approximately 16cm of the device missing from the tip end. The device should measure 130cm long. The actual measured device was 114cm. Inspection of the remainder of the device, revealed no other damage or irregularities. A .014 thruway test guidewire was inserted into the device and the wire transcended through the lumen with no hesitations or restrictions.